Event description:
(B)(4). This unsolicited case from united states was received on 11-dec-2017 from a non-healthcare professional. This case concerns a patient (age and gender unspecified) who received treatment with synvisc one injection and after an unknown latency developed problems. Also device malfunction was identified for the reported lot number. No relevant concomitant medications, past drugs, medical history and concurrent conditions were reported. On (B)(6) 2017, patient received treatment with intraarticular synvisc one injection once (dose, indication and expiration date: not provided; batch/lot number: 7rsl021) (bilaterally knee injected). On an unknown date in 2017, latency unknown, the patient developed problems. The patient was given methylprednisolone (medrol) dose pack. Since an unknown date, device malfunction was identified for the reported lot number. Corrective treatment: methylprednisolone (medrol) dose pack for developed problems outcome: unknown for both. Seriousness criteria: important medical event for device malfunction. An investigation was initiated as a result of an unexpected increase in the number of labelled adverse events received from the us market for synvisc one, lot 7rsl021. The product met all release testing at time of manufacture in june 2017. Retain samples were retested due to the unexpected increase in adverse events. Higher than expected endotoxin results were obtained. In addition, the presence of microbial contamination was also confirmed. The cause of these events was under investigation. Once this investigation would be completed, corrective and preventive actions would be implemented. Pharmacovigilance comment: sanofi company comment dated 21-dec-2017: this case concerns a patient who received synvisc one injection from the recalled lot and later developed problems. As the concerned lot number has been identified to have malfunction by the company, the causal relationship of suspect product cannot be ruled out with the occurrence of adverse events.